Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The stylet was returned in two pieces with the break in the core wire of the stylet approximately 22.1 distal to the yellow handle. No breaks, kinks, bends, or other damage was observed in the polyimide section of the stylet and the epoxy tip was observed to be present and intact. A microscopic observation revealed the proximal break site was slightly curved with a concave fracture surface while the distal break site was found to be mostly straight with a somewhat convex fracture surface. Both fracture surfaces were observed to be granular in texture and were found to be at matching angles. The observed fracture features suggest the stylet broke due to being forcibly bent at a sharp angle, likely during use; however, the exact circumstances in which this failure occurred are unknown.

Event description:
It was reported "after insertion and after pulling out, it was then noticed that the PICC wire had broke in half. Staff was not sure at which point it may have broken, however there was no patient harm. " additional information received 07/30/2021: it was reported by healthcare professional "it was a triple PICC, no problems with access. My concern is that the confirmation stylet came apart spontaneously. There was no difficulty with advancing the PICC. When I went to remove the stylet to start cleaning up it was then that I noticed the stylet wire was not intact."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp1659 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "after insertion and after pulling out, it was then noticed that the PICC wire had broke in half. Staff was not sure at which point it may have broken, however there was no patient harm. " additional information received 07/30/2021: it was reported by healthcare professional "it was a triple PICC, no problems with access. My concern is that the confirmation stylet came apart spontaneously. There was no difficulty with advancing the PICC. When I went to remove the stylet to start cleaning up it was then that I noticed the stylet wire was not intact."